Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a revision breast augmentation with a 425cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation and breast pain. The diagnosis was confirmed by a healthcare professional via physical exam on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile prostheses (catalog: 350-2425, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 4-mar-2020, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that the patient experienced left-sided deflation. However, additional information revealed that the patient experienced right-sided deflation, instead of left-sided. The relevant fields have been updated. On 13-mar-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a crease was observed in the posterior view. Within the crease, a tear was observed, measuring approximately 0.3 cm, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold deflation. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).